Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged extension tube and subsequent leak was confirmed; however, the root cause could not be determined. One 24g nexiva IV catheter was returned for investigation. The sample exhibited evidence of use. A functional test revealed a leak in the extension tubing. It appeared that the tubing was punctured with a sharp instrument. Due to the evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 383551. Batch # unknown. It was reported by customer that the iron was leaking, and they noticed iron bubbling out through a tiny hole in the tubing.